Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6), 2013, the reporter contacted animas, alleging a keypad issue. Reportedly, the buttons are really worn. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 10/17/2013 device evaluation: the device has been returned and evaluated by product analysis on 10/04/2013 with the following findings: the keypad symbols were not worn and there was no visible damage to the keypad. All of the keypad buttons responded properly. The keypad was removed and no damage or contamination was found on the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.